Event description:
I had a medtronic drug infusion system implanted in my body for chronic pain. The pump was installed in 2005. Model # was 863740. Six months later, I had to go to the ER for my pump giving me jolts of severe shocks to my heart and up my spine. It made me jump 2 inches off my bed. They looked at me gave me medicine and sent me home. The following month, the same thing happened and it was unbearable and would not stop shocking my heart, spine and back. My husband drove me to the ER where the attending doctor used a magnet to turn off the device. Gave me more meds and then emergency transferred me to the hospital. They admitted me and removed the pump. I still have the catheter in me. When I was in the hospital my heart rate got so low I almost died. They did a test to see if it damaged my heart. They say it was ok, but I had trouble. I passed out for a month after because my blood pressure and heart rate would not stabilize. I would like to file this before it is too late. I want to know if my pump was recalled because I had the same problems as the ones that did. Its a year later and I am still having trouble. Diagnosis or reason for use: chronic pain.